Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and a malfunction code occurred. Customer¿s blood glucose level was 134-295 mg/dl. The customer reverted to an alternate method of insulin therapy and replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified.